Event description:
A malfunction alarm was reported during pumping, indicating "alarm 20." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge following proper technique, after which the customer was able to successfully load the cartridge and resume insulin therapy.